Event description:
This is filed due to tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw clip was successfully deployed and the steerable guide catheter was removed. After removal, left atrial tissue damage was observed at the entrance of the right superior pulmonary vein. Part of the atrial tissue was stripped from the wall, but remained attached. It was unknown if the mitraclip contacted the area causing the damage. The patient was reported to be hemodynamically stable. There were no reported device issues or malfunctions. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (part of the atrial tissue was stripped from the wall). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.